Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained blood glucose readings of 120 mg/dl at 8:55 p.m. And 128 mg/dl at 9:00 p.m. The meter automatically marked them as control tests, so the readings will be displayed as a control results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. No test strips were returned. The contour test strips from lot # 8hj3b01a involved in the event occurrence expired on 31-aug-2020. Therefore, the returned meter was tested with the in-house contour test strips from lot # 0hj3b02c using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly marked as blood results. Additionally, a device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found.